Manufacturer narrative:
No samples were available for evaluation. Therefore, no testing can be performed. Method: the devices were not available for evaluation. No product evaluation can be performed. Results/conclusion: without returned samples, an evaluation could not be performed. Furthermore, relevant portions of the device history record was reviewed and there were no corresponding issues identified during manufacturing or at final inspection. To date, no other complaints have been received for the reported finished good lot. A representative from medical affairs did follow-up with this surgeon regarding the quill devices, application and events of this particular event. Overtightening of the quill material in conjunction with the fall the patient sustained post-operatively possibly contributed to the post-operative dehiscence. However, a definitive root cause can not be determined at this time. Angiotech reference: item # rx-1058q, quill knotless tissue closure device, pdo, lot m608340.

Event description:
The date of event is estimated. An international surgeon, first time user of quill, performed a navigated total knee arthroplasty procedure on (B)(6) 2011 using a quill 2-0 pdo device for subcutaneous layer, quill #2 pdo device for closure of the capsule and quill 2-0 monoderm for skin closure. The representative was present during the procedure and noted that the surgery went well with no mistakes. The patient sustained a fall which was reported to the surgeon on (B)(6) 2011. On (B)(6) 2011, the patient was taken back to the operating room to repair a dehiscence of the capsule. It was noted by the surgeon during the repair that the tissue was very thin but the quill product remained intact. However, the surgeon stated that the quill #2 pdo device seemed to work as a saw in the thinning tissue.